Manufacturer narrative:
A review of complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications, quality control data and imaging was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describe the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Per the IFU" vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Pre-existing regions of stenosis/narrowing(less than approximately 20mm ID in the aorta or 7 to 8 m ID in the iliacs) have been shown to increase the risk of a thromboembolic event(e.g., graft limb occlusion). Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. Information obtained via imaging received from the site provided evidence of tortuosity in the common iliac arteries (cia) and change in the angle of the flow divider stent causing focal twisting of the zsle. Per the IFU, the patient's pre-existing condition (mild occlusive disease and mild calcification) is likely to have contributed to the narrowing of the lumen, which would have reduced the blood flow by creating the shear forces in the artery and stimulated thrombus/neointimal hyperplasia. Based on the information provided and results of the investigation the most likely root cause of the reported thrombus may be related to the patient's pre-existing condition. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
It was reported that the patient underwent a secondary intervention for treatment of thrombus in bilateral iliac limbs 816 days post-procedure. On an unspecified date, the patient underwent general anesthesia for the placement of a three-piece abdominal aortic aneurysm (aaa) endovascular graft. During the procedure, a 26 mmx 98 mm main body component, a 16 mm x 74 mm ipsilateral (right) iliac leg graft), and a 16 mm x 74 mm contralateral (left) iliac leg graft were deployed. The proximal edge of the graft material was deployed distal to the renal arteries. A molding balloon was used without difficulty or complication, no other ancillary components were and no additional procedures were performed. Patency of the endovascular graft was confirmed by both angiogram and core lab analysis with no evidence of kink or endoleak. Estimated blood loss was 100 cc. No blood products were given intraoperatively. On (B)(6) 2014, the patient was discharged on anticoagulant therapy without adverse event. On (B)(6) 2015 (102 days post procedure), a secondary intervention was required to correct device stenosis of the right iliac limb. Angioplasty was performed and a stent was placed at that time. On (B)(6) 2017 (816 days post procedure), intravascular ultrasound (ivus) revealed bilateral thrombus in the iliac limbs (50% in the right and < 50% in the left). At this time, another manufacturer's stent 10 mm x 38 mm was placed across the right iliac limb stenosis and post-dilated with a another manufacturer's 12 mm x 4 cm balloon catheter at 9 atm. Percutaneous transluminal angioplasty of left iliac limb using another manufacturer's 12 mm x 4 cm balloon catheter at 9 atm. Completion angiogram confirmed resolution of the stenosis with no rupture or dissection of the vessel. Associated report for the same event# 1820334-2017-00390.